Manufacturer narrative:
The manufacturer previously reported that a ventilator's touchscreen failed to respond, and the device's interface board was replaced to address the issue. The replacement of the interface board was reported in error. The device's interface board cable was replaced to address the touchscreen issue.

Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A ventilator inoperative code was found in the ventilator's downloaded event log. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the device's touchscreen was observed. The device's interface board was replaced to address the issue.